Manufacturer narrative:
(B)(4). One (1) mmsi final tightener (product code: 2797-12-600) was returned to the complaints handling unit (chu) for evaluation. Visual examination of the tightener confirms that 0.5mm of the hexlobes on the tightener distal tip had become stripped. This damage is consistent with a tightener that was on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in the tip becoming stripped. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the stripping of the final tightener cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener's drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in the tip becoming stripped. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a defective instrument without giving details.